Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that upon removing the pump from their pocket, they observed a large white line in the center of the screen. The pump continued to deliver insulin and blood glucose was not affected. A replacement device was sent.